Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿. Healthcare later reported "she feels her right breast is slightly larger". In addition, healthcare professional reported "history of right breast cancer" this is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported right side "textured to smooth due to patient concern with the product", then later right rupture and "is slightly larger". The device has been explanted and replaced.